Event description:
Reported resistance of the mammomarker durign the deployment process. The doctor sheared the end of the marker into the probe. The doctor was able to finish the case using another mamomarker. Device returning for analysis.